Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a broken tube. The broken tube was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device and a photograph of the sample were provided for evaluation. The returned photograph was reviewed, and it was noted that the tubing end was cut. The actual device was visually inspected, and it was noted that the luer was missing and the tubing was damaged with minimal traces of solvent on the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.